Manufacturer narrative:
Only the month (B)(6) and year (2020) of the event date is known. The day is unknown.

Event description:
It was reported that the cadd solis vip pump gave a "no cassette detected" alarm. The product problem occurred during patient use. No patient injury or complications were reported in relation to the event. The customer reported that the product problem was experienced more than once.

Manufacturer narrative:
Returned device was received in decent physical condition but there was contamination on the battery compartment. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be duplicated and it was found to be caused by the dso sensor. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.